Event description:
The st. Jude medical representative reported that when the patient presented for the weekly radiation follow-up, a software reset occurred. The patient has been receiving radiation treatment for approximately 5-6 weeks. The rep was able to re-program the device and then sent the patient in for radiation session. After the radiation session, the patient returned, at which time the programmer prompted to upgrade the device. A warning stated the operation was unsuccessful. At this time, sjm technical service discusted saving a memory map to hard drive and floppy disk. After attempts of troubleshooting, the firmware group recommended explanting the device and return for analysis.